Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger cap separated from the bd micro-fine¿+ demi insulin syringe in the packaging, compromising the sterility. The following information was provided by the initial reporter: "when opening a new package, there were several syringes without a cone in one of the bags of 10. The packaging was undamaged. The orange cap was intact, the white cap was lying free in the bag. It only affected one of the shrink-wrapped 10-packs. We cannot use these like this."

Event description:
It was reported that the plunger cap separated from the bd micro-fine¿+ demi insulin syringe in the packaging, compromising the sterility. The following information was provided by the initial reporter: "when opening a new package, there were several syringes without a cone in one of the bags of 10. The packaging was undamaged. The orange cap was intact, the white cap was lying free in the bag. It only affected one of the shrink-wrapped 10-packs. We cannot use these like this."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1291180. All inspection and challenges performed per the applicable operations qc specification.